Event description:
It was reported that during routine follow-up of an asymptomatic patient, the pulse generator could not be interrogated due to a low battery. It was suspected that the battery depletion was premature based on longevity calculations from (B)(6) 2014. The device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.